Manufacturer narrative:
Covidien reference number: (B)(4) . Technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended the liquid crystal display (lcd) be replaced. The customer reported that the harnesses were reseated and the displays are working properly.

Event description:
It was reported that the ventilator upper display was dark. The ventilator was not on a patient at the time of the event.